Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability and low range of motion involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were provided for a medical review. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported device is not part of a recall. The exact cause of the event could not be determined because of a lack of information. Further information such as documented follow up visits, x-rays after the revision surgery, and recent progress notes are needed to complete the investigation for determining the root cause.

Event description:
The patient reported he had a depuy knee replacement in 2006, implants became loose and he was revised with an unknown triathlon stryker knee approximately in (B)(6) 2009. Six - 8 months after his revision he started having pain, swelling, instability, snapping and popping. Range of motion at 75 degrees. Patient went for a second opinion and surgeon stated there is nothing wrong. Patient believes his implants are part of a recall.

Event description:
The patient reported he had a depuy knee replacement in 2006, implants became loose and he was revised with an unknown triathlon stryker knee approximately in (B)(6) 2009. At 6 - 8 months after his revision he started having pain, swelling, instability, snapping and popping. Range of motion at 75 degrees. Patient went for a second opinion and surgeon stated there is nothing wrong. Patient believes his implants are part of a recall.